Event description:
Procedure: gastrectomy. According to the reporter: the device cut but did not staple. Medical intervention was required. Surgery time was extended by 30 minutes. There was no reinforcement material used. The patient required extended hospital stay. There was unanticipated tissue damage. There was unanticipated tissue loss. There was no blood loss 500cc and more.

Manufacturer narrative:
(B)(4).